Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the position of the capsule after the fluid replacement was swollen. After the catheter was removed, leakage was found by angiography, the doctor replaced the ports.